Event description:
Reportedly, this device was explanted due to unsuccessful ring repair (at implant/subsequently) i.e. Reportedly, during the process of warming, mitral regurgitation appeared to be 1 to 2+. It was additionally reported that after bypass, the regurgitation was observed to be severe. The device was replaced with a valve. The status of the explanted device was not provided.

Manufacturer narrative:
Device not returned. Failed ring repair.